Event description:
The pump was returned to the manufacturer with no information. The pump underwent routine analysis.

Manufacturer narrative:
Concomitant medical products: catheter model 8709, serial # (B)(4), implant date: (B)(6) 2005, explant date: na. Analysis of the pump revealed battery high resistance. The pump was delivering morphine.